Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was 423 mg/dl. The customer treated her blood glucose level with the insulin pen. She was thirsty and shaky. The reservoir had many tiny air bubbles. The displacement test passed. The device was not returned.